Manufacturer narrative:
The investigation has been completed. Additional information was obtained from the user facility. The reported issue occurred during set up. The intended procedure was completed with another device. The device was inspected before use and no abnormalities were observed. The device was returned for evaluation, a faulty cable was causing the reported issue. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The root cause was not determined. Probable causes include that the image did not appear because the cable unit failed due to user handling during storage.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the visual field was suddenly lost and the image disappeared and turned black while using a camera head during a procedure. No patient harm or injury was reported. No additional information has been obtained.